Event description:
Procedure: robot assisted laparoscopic sleeve gastrectomy, hiatal hernia repair. During the robotic gastric sleeve the idrive stapler would not activate. A second unit was obtained, inserted and it also failed. Manual stapler was utilized. Case was completed with no harm to the patient. The covidien representative was available during the case, and has inspected the items.